Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery stopped charging at 95%, despite being plugged in for three hours. The customer¿s blood glucose was 120 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.